Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in popliteal artery. A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during inflation, the balloon could not be fully dilated. After it was withdrawn, liquid was injected but the balloon was leaking, and it was broken. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in popliteal artery. A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during inflation, the balloon could not be fully dilated. After it was withdrawn, liquid was injected but the balloon was leaking, and it was broken. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable. It was further reported that the target lesion was severely tortuous and severely calcified with 80% stenosis. The balloon was inflated once at 14 atmospheres for 60 seconds before it was ruptured.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in popliteal artery. A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during inflation, the balloon could not be fully dilated. After it was withdrawn, liquid was injected but the balloon was leaking, and it was broken. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable. It was further reported that the target lesion was severely tortuous and severely calcified with 80% stenosis. The balloon was inflated once at 14 atmospheres for 60 seconds before it was ruptured.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by manufacturer: returned product consisted of a coyote balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear 95mm from the tip and is approximately 3mm long. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a longitudinal tear in the balloon.